Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/13/2016 with the following findings: investigation revealed a crack in the battery compartment. Unrelated to this issue, investigation revealed the audio bolus button cover was punctured, but audio bolus button responded to user input. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 10/13/2016.